Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00067 on 13-feb-2024. Additional information (08-mar-2024): siemens reviewed the instrument data and determined that the quality control, slopes values, air and liquid detect values of standard a and standard b were within the range, which showed that the calibration was acceptable. In addition to the service activities provided in the initial report, a siemens customer service engineer (cse) replaced all the integrated multisensor technology (imt) tubings and imt sensor with same lot. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument. The erroneous result was not reported to the physician(s). The customer indicated that when repeated, the sample recovered within the normal range. The customer did not provide the results obtained on the patient sample to siemens. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument. Quality control (qc) recovered within lab ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse replaced all tubing, recalibrated, and ran qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.